Manufacturer narrative:
(B)(4). A visual, functional and dimensional inspection could not be conducted since the device sample was not available for evaluation. The root cause cannot be determined. The complaint cannot be confirmed. No corrective/preventative actions will be assigned. No further action required.

Event description:
The customer alleges that the light flickers or fails during direct laryngoscope. No patient injury reported.